Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his discontinued treatment. After receiving a cycler alarm, he opened the cassette door and discovered fluid leaking from the cassette door. The sample set was not retained for eval. During follow up the pt¿s pd nurse reported that pt was fine. He did not have signs of infection. He was not prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon comnpletion if the plant¿s investigation.